Event description:
Four vessel arteriogram being performed. As catheter was entering the left carotid artery, the tip broke off. The physician successfully snared the tip from the vascular system and removed same. Pt suffered no ill effects.